Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 9664733) was impeded when the stent tip passed the tip of the associated microcatheter and could not advance further. The physician retracted the stent with the stent component still attached to the delivery wire and replaced it with another the 4 mm x 39 mm enterprise®2 stent (encr403912) to complete the procedure using the original microcatheter. There was no report of any negative patient impact. On 15-mar-2026, additional information was received. Per the information, the procedure was targeting the c6 segment of the internal carotid artery (ica). The vessel was tortuous but not calcified. The associated microcatheter used was a prowler select plus; continuous flush was maintained through the microcatheter during the procedure. The introducer tip of the device was firmly installed on to the microcatheter hub and locked with the rotating hemostasis valve during the device advancement. There was no damage on the device. No delay in the procedure. Based on the result of the product analysis completed on 16-apr-2026, the event has been determined to be usfda MDR reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. A functional test using a lab sample microcatheter was attempted; however, high resistance was encountered during the attempt to advance the stent through the microcatheter. When the enterprise system was retracted, the positioning coil of the distal tip of the delivery wire was found fractured and separated from the core wire. The reported issue in the complaint regarding the impeded condition of the stent is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9664733. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.